Event description:
Patient reported skin irritation in the form of red, itchy skin. The patient sought medical attention and was prescribed Triamcinolone acetonide 0.1%. The patient did not follow proper skin preparation steps.

Manufacturer narrative:
No lot number was provided, therefore unable to confirm if this report is related to Nissha product, however reporting out of an abundance of caution.